Manufacturer narrative:
The complaint needle is not being returned, therefore is unavailable for a physical evaluation. The associated expressew iii auto capture gun was returned and it was noted that the jaws had significant damage that would have caused the needle to break. This failure can be attributed to the gun damage due to use error. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch - 1221934 -2015 -10001.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a shoulder bankart repair that a 1-2mm tip of the expresssew iii needle broke off in the patient's joint space and could not be found. The sales rep reported that no x-rays were done. The sales rep reported that the tip broke off on the 2nd fire when passing suture. The sales rep was not present but reported that the customer usually dry fires the gun approximately 3 times to check it before firing it in the joint space. The sales rep reported that the customer was using his expressew iii autocapture with # 2 orthocord. The surgeon completed the procedure with another like device with no patient consequences. There was a 2 minute delay in the procedure. The sales rep reported that the jaws on his expressew iii autocapture appeared to be slightly bent and may have contributed to the failure. Associated medwatch 1221934-2015-10001.